Event description:
It was reported that the patient received a notifier for high impedance on the left ventricular lead. An increase in capture thresholds was noted during follow up. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.